Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot was broken off and not returned. The returned lever, suture, sheath, guide and needle tip components were within specifications. Due to the broken posterior foot the needle trajectory test could not be performed. Based on the investigation findings, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, the failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
According to the reporter: the pt experienced dehiscence of the suture during surgery. The problem was identified while he was carried through the dressing.